Event description:
Customer reported receiving an error alarm on the insulin pump. The blood glucose reading was 112 mg/dl. She stated that the insulin pump was not stored or out of use for an extended period of time. She stated that the alarm occurred shortly after inserting a new battery. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a reset error after a battery change and the memory was erased due to a broken solder joint on the interface board. The insulin pump passed the self test. No memory error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.